Manufacturer narrative:
Due to character limitation (e1), initial reporter: (B)(6). Event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that intra-aortic balloon had lost the waveform signal. There was no harm or hazard reported.

Manufacturer narrative:
Updated field- b4, g3, g6, h2. Corrected field- h6-type of investigation, h11. UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided since customer have no further information for this complaint.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: d7a additional information: contact person phone number: (B)(6). No decon or visual inspection performed since product was not returned and could not be evaluated. Since the product was not returned, we were unable to perform a device evaluation. Based on the event description, the root cause has been identified as user error. There was no malfunction of the iab; rather, the customer required assistance to navigate the proper use of the device. The navigation provided was not in response to an issue or failure, but solely to guide the healthcare provider in operating the iab correctly the failure mode is addressed in in all iab risk files . All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required.